Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool smarttouch uni-directional catheter and suffered diaphragmatic paralysis. There is no information regarding interventions. Initially, it was noted that one month post-procedure, the patient suffered phrenic nerve damage. Later, it was clarified that in the evening following the procedure, the physician discovered that the patient had a phrenic nerve injury. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.